Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a m-flex 630f intraocular lens (iol). The event description provided to rayner states that the lens haptic got caught during injection. For further info please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00075.

Manufacturer narrative:
A review of existing vigilance data was performed by the MFR of the m-flex 630f iol, rayner intraocular lenses limited. The results of rayner intraocular lenses limited's existing vigilance data review can be found below. Existing vigilance data from the month of manufacture of the m-flex 630f iol (may 2012) was reviewed to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex 630f iol batch (B)(4).